Manufacturer narrative:
Block d4, h4: the complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. Block h6 (impact codes): imdrf impact code f05 is being used to capture the reportable event of delay to treatment/ therapy.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii access & delivery catheter was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed for the treatment of large stones on (B)(6) 2024. During the procedure, the spyscope ds ii showed pixilated, unclear and purple lens image. Every time they stepped on the pedal of the ehl (electrohydraulic lithotripsy) probe, the image was lost. The procedure was rescheduled, and it was completed using another of the same device. There were no patient complications reported as a result of this event.